Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred. The lesion being treated was located in the right coronary artery. Upon spinning a crossboss cto catheter, the non-bsc guide wire "seized up" and made it very difficult to remove. The crossboss was then removed carefully and slowly off of the guide wire. The procedure was completed and no patient complications were reported. The patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a crossboss catheter. There was blood in the shaft. The inner diameter (ID) of the lumen was measured at both ends with a calibrated pin gauge set; the ID was .014¿, which is within the crossboss specifications. Microscopic examination presented no damage or irregularities in the lumen of the device. The guidewire used in the procedure was not received with this device. A .014¿ stingray guidewire was used for functional testing. The outer diameter (od) of the stingray guidewire was measured using a calibrated snap gauge, and met specifications. Functional testing was performed by loading the stingray guidewire into the hub and advancing through the lumen with no resistance. Inspection of the device revealed no damage or irregularities. No issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that removal difficulties occurred. The lesion being treated was located in the right coronary artery. Upon spinning a crossboss cto catheter, the non-bsc guide wire "seized up" and made it very difficult to remove. The crossboss was then removed carefully and slowly off of the guide wire. The procedure was completed and no patient complications were reported. The patient's status is fine.